Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed off sooner than expected. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.